Event description:
It was reported that there have been multiple right ventricular (rv) lead integrity alerts (lia) and lead noise warnings since the patient received an left ventricular assist device (lvad) two years ago. A review of the oversensing/noise, sensing integrity counter (sic), and high rate non-sustained episodes showed that the sensing issues were due to the patient's lvad. In addition, the rv lead exhibited low pacing impedance, and varying impedance measurements. The health care professional (hcp) also indicated that the cardiac resynchronization therapy defibrillator (crt-d) continues to send new alerts right after the previous alerts are cleared out. The hcp was advised not to reset the alerts. The crtd and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.